Event description:
Center notified redline medical supply, inc. That while a foley catheter, which was being used as a gastrostomy tube, was being changed on a patient, the balloon portion of the catheter did not properly deflate. Aphysician was in the facility and assisted by cutting off the tip of the "y" section of the catheter and pulled the catheter up and poked it releasing the water. The patient was not injured and is fine. The nursing home repoerted that the catheter involved in this incident was manufacturered by bard davol. Bard davol has been notified of this incident.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.